Manufacturer narrative:
No conclusion code available. The reported "detachment of the hub" was confirmed. The hemostasis hub had been detached from the tubing of the sheath. Dissection of the hemostasis hub revealed a portion of the sheath tubing was still adhered to the hub, confirming the part was manufactured per process. The header appearance met vision system specifications prior to molding. The device met specifications prior to leaving abbott manufacturing facilities as supported by the device history record. The cause of the detached hemostasis hub remains unknown.

Event description:
The hub of the sheath detached while manipulating the introducer during the procedure. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.